Event description:
It was reported that this patient's device was disabled due to high impedance. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Event description, corrected data: the initial report inadvertently did not state that the patient was still having seizure and other adverse events.

Event description:
It was reported that with the patient¿s vns disabled, they are still having seizures and other issues.

Manufacturer narrative:
Supplemental report # 2 inadvertently did not list the additional method codes, result code or conclusion code.